Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, and a root cause could not be determined since no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump started alarming during use with no batteries in the pump. Further information indicated that there was no message on the screen and no way to stop the alarm without batteries in the pump. This event occurred in the patient's home. No patient injury was reported.